Manufacturer narrative:
Concomitant medical products: dtbb1qq crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to premature battery depletion. It was also reported that the right atrial (ra) lead exhibited high thresholds and the left ventricular (lv) lead had exhibited high thresholds since implant. The lv lead threshold setting was re-programmed. The ra lead and lv lead remain in use. No patient complications have been reported as a result of this event.